Event description:
Customer reported to a lensar fse that the capsulotomy was not performed as it grooved through the capsule. The doctor reported 4 mini tears in the anterior capsule.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when add'l reportable info becomes available.